Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken. A field service engineer (fse) troubleshot the issue with mini engine 1.12 not functioning properly, found a faulty mini engine, replaced it, and successfully tested the unit with the customer to confirm the issue was resolved. The fse confirmed that the customer was able to remove narcotics from mini drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the main drawer 1.12 was broken. The customer reported that it was a narcotics drawer and should only open one pocket at a time, but the entire drawer was opening, giving the user access to all narcotics. However, there were no delays or adverse events or injuries reported based on this event.